Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited backup vvi operation during an attempted cybersecurity firmware update. An attempt to download the original firmware was unsuccessful. The device was successfully restored using a different method. The patient was asymptomatic throughout.